Manufacturer narrative:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure of the pancreaticoduodenal artery arcade (gda) an azur soft3d detachable 10 coil was attempted to be implanted and was noticed have unraveled, requiring intervention to remove the device. A microcatheter was delivered to the intended. After a few coils were implanted in the intended site, the coil concerned was attempted to be implanted. The coil protruded from the tip of the microcatheter into the side branch, which was not the intended site. When the coil was being withdrawn, the coil became stuck. During positioning attempts the tip of the pusher became stretched. The coil could not be removed and was attempted to be detached after electrification unsuccessfully. The microcatheter was removed from the patient, and the stretched portion, which was left in the patient, was cut from the puncture site. No patient injury was reported.

Manufacturer narrative:
Correction to 6a: device was not implanted. The reported complaint is non-verifiable. The investigation of the returned coil system found the lead wires broken, the hypotube kinked, the pusher coils stretched, and the pusher broken at the distal end. The reported complaint states the device was experiencing non-detachment on several detachment attempts; however, the investigation is unable to determine the cause of the non-detachment due to the condition of the returned pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.